Manufacturer narrative:
Weight-ethnicity: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1 vticm5 12.1 implantable collamer lens of -12.50/4.0/85 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown.